Manufacturer narrative:
B5: it was further informed that the leak was noticed prior to use. H4: the lot was manufactured between july 11-12, 2024. H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue was not easily identified by visual inspection of the samples. Functional testing was performed, and a top flat weld seal defect and leak was identified on the returned sample. The reported condition was verified. The cause of the condition could not be determined; however, the issue was likely due to variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from a pinhole in an unspecified location of the bags. The leaks occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.